Event description:
It was reported the patient's pump and catheter were removed and replaced due to an infection. Cultures were taken from the device pocket and the patient's blood. The results were not reported but the patient was given an antibiotic treatment. The device system was used to deliver compounded baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8703w, lot # l43900, implanted: (B)(6) 1997, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter.